Manufacturer narrative:
Patient weight was unavailable from the site. A medtronic field service engineer went to the site and replaced the paxscan processor on the system and configured it for the detector panel. Performed system checkout, all tests passed and system was returned to service. Issue resolved with part replacement.

Event description:
A medtronic representative reported that the site told him their o-arm images were pixilated and magnified. This occurred during the post op spin for a l4-l5 tlif spine case. They brought in another o-arm to continue. About a twenty minute delay occurred. No harm to the patient.

Manufacturer narrative:
Investigation of returned suspect paxscan processor was unable to confirm the reported event. Installed cp2 in test imaging system and paired with known good detector panel. 2d and 3d imaging were successful and images were as expected. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
(B)(6).